Manufacturer narrative:
Exact date unknown, event occurred over a month ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced difficulty and frequent charging of the ipg. Inadequate stimulation was also reported. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned.